Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from (B)(6) 2019 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200297984 for defective battery for the q6 which does not correlate to the customer reported issue.

Event description:
Customer reported issue with the device's display / screen. It was reported there was no patient involvement.